Event description:
Information was received from via a medwatch regarding a patient receiving an unknown drug via an implantable infusion pump. It was reported the pump would stop medication delivery causing severe withdrawal. The pump would later resume causing mild overdose. It was noted there were several emergency hospital visits over a period of a year. The event resulted in urgent removal of the pump. No further complications were reported.